Manufacturer narrative:
The customer reported that the central nurse's station (cns) had communication loss after a power outage. Two bedside monitors (bsm) were not showing vitals, and two bedsides monitors (bsm) were not communicating with the central nurse's station (cns). Rebooting the central nurse's station (cns) brought back the vitals on the first two bedside monitors (bsm), but the other two bedside monitors (bsm) were still in communication loss. Changing out the wireless packs on the two bedside monitors (bsm) in communication loss resolved the issue. All bedside monitors (bsm) were then working properly. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) had communication loss after a power outage. Two bedside monitors (bsm) were not showing vitals, and two bedsides monitors (bsm) were not communicating with the central nurse's station (cns).